Event description:
It was reported that left ventricular (lv) lead was not successfully implanted due to while the tech was loading a wire on the back table and the wire went through the lumen of the lead. The lead was never went inside the body as it was happened prior to handing the lead to the physician so that the physician could insert it into the catheter. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm insulation damage allegation based on observation of a puncture hole near the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. Furthermore, it was concluded that this was an unintended user error based on the field report.

Event description:
It was reported that left ventricular (lv) lead was not successfully implanted due to while the tech was loading a wire on the back table and the wire went through the lumen of the lead. The lead was never went inside the body as it was happened prior to handing the lead to the physician so that the physician could insert it into the catheter. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.